Event description:
It was reported that on an unknown date, the patient underwent primary surgery with fns. After surgery, on (B)(6) 2025, the patient underwent the removal surgery for the fns to perform a bha revision procedure with the screwdriver (polo product). At the time the surgeon tried to remove the locking screw, the tip of the screwdriver got broken. The part of the screwdriver fragment was left in the screw head. It became difficult to remove the screw using the screwdriver. Therefore, the surgeon removed the locking screw using a carbide drill, a harrow reamer, an extraction bolt. There were no pieces left in the body, and the screw was successfully removed. The surgery was completed successfully within 30 minutes any surgical delay. No further information is available. This pc is related to (B)(4). (B)(4) reports the breakage of the polo product during the revision surgery. (B)(4) reports the removal of fns after the primary surgery. This pc reports the screw was difficult to remove during the revision surgery.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.